Event description:
It was reported that the patient was seen in the clinic for atrio-ventricular optimization procedure. It was further reported that the patient came back to the clinic later because the device was beeping due to an electrical reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Two power on resets (pors) for x rate limit were noted on (B)(6) 2011. There was one patient alert for a device circuit error on (B)(6) 2011.